Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented at the emergency room due to shocks received from their implantable cardioverter defibrillator (ICD). The device was interrogated and it was noted there was atrial under-sensing of the patient's right atrial (ra) lead. Follow up indicated the shocks received were inappropriate and no intervention was completed on either the device or lead. Both products are still in use. No further patient complications have been reported as a result of this event.